Event description:
It was reported that the coil broke. An embold packing 60cm coil was selected for use in a hemorrhoid embolization procedure. The 2-3mm target vessel was mildly tortuous. One to two embold fibered coils were deployed before attempting to finish with this 60cm packing coil. The coil was advanced into a collateral vessel feeding the hemorrhoid. The last 5cm did not have enough room, and it went into a parent artery that the interventional radiologist did not want to embolize. Since the coil was too long by 5cm, the coil was retracted. 30cm of the coil was pulled out without issue until they got to a small turn in a rectal artery, and the packing coil got caught on something. The coil would no longer retract. The coil was pulled harder to get it out, but the coil snapped and detached in the microcatheter. The coil filament ended up snapping after the coil became stretched from the pulling/retraction. An attempt was made to flush the coil out of the microcatheter with saline; however, it was noticed that coil filament was stuck in the sheath. The whole delivery system (including diagnostic) had to be taken out to ensure the whole coil was removed from the patient. Upon removal of the delivery system, a stretched coil was found in the sheath. No additional coil was implanted. The procedure was completed, and no patient complications were reported.